Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient seen for routine pre ins replacement appointment due to elective replacement indicator (eri). Impedances ran to get baseline and electrodes 6,7,10,12,13 >10000.¿impedances ran as routine prior to battery replacement to get lead integrity baseline. Patient still proceeding with ins replacement due to eri. Patient denies any falls & assumes everything was working fine because getting good pain relief & recharging has stayed consistent. Leads will not be replaced because of good pain relief/coverage. Surgery is planned but did not yet occur. The issue is not yet resolved. The patient is alive with no injury.

Event description:
Additional information was received. It was reported the eri was normal. The high impedance had not been resolved, they were programmed around. It was noted the ins was still implanted in the patient and it was unknown when the replacement would be scheduled.

Manufacturer narrative:
Continuation of d10: product ID 3777-60 lot# serial# (B)(6)implanted: 2012-(B)(6) explanted: product type lead product ID 3888-45 lot# v754567 serial# implanted: 2012-(B)(6)explanted: product type lead product ID 3888-45 lot# v736567 serial# implanted: 2012-(B)(6)explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.